Manufacturer narrative:
Device evaluation: returned device was received with a cracked on both plunger case also badly cracked on bottom case. Evidence of reported problem in event log was found. During the evaluation of the device he customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump displayed "error on acu watchdog". No adverse patient effects were reported.